Event description:
It was reported that the external pulse generator would not stay on during the battery change. The unit was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was out of electrical specification. It was also noted that the upper case and lower case were broken, the battery release, side bail covers, ring cover, heart block and battery drawer were contaminated, the lead flex cover was corroded, the battery contacts were compressed and the ring was bent.